Manufacturer narrative:
Product complaint # (B)(4). Corrected: h6. Loosening of stem. Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No product contribution was identified and no information received with this individual complaint indicates that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Corrected h6 device code: loss of osseointegration

Event description:
The x-ray image review has identified and confirmed aml stem loosening at the cement/implant interface.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "hip arthroplasty after failed free vascularized fibular grafting for osteonecrosis in young patients" written by keith r. Berend, md, eunice gunneson, pa-c, james r. Urbaniak, md, and thomas p. Vail, md published by the journal of arthroplasty vol. 18 no. 4 2003 accepted by publisher 29 december 2002 was reviewed. The article's purpose to evaluate "the results and functional outcome of tha after failed fvfg in young patients with osteonecrosis of the femoral head." Data was compiled from 73 patients (89 hips) who underwent tha surgeries between january 1985 and december 1995. Various implants were utilized including depuy and non-depuy products. The article does not identify which products are associated with specific adverse events, and the article does not provide adequate information to determine accurate quantities. The article implies that acetabular components wear matched to femoral components. Therefore it is assumed that if a depuy stem was implanted then depuy heads and acetabular components were utilized. Depuy products utilized: ultima stem, aml stem, srom stem, femoral head, cup ("shell"), liner. Adverse events: stem loosening (treated by revision), infection (treated by revision with liner exchange), osteolysis (treated by revision), loose cup (treated by revision), re-revision for loose stem (associated with aml stem), re-revision for "chronic instability" (associated with srom stem).